Event description:
A patient was undergoing a cardioversion procedure at the facility. Reportedly, the defibrillator discharged on the patient t wave and converted the pt rhythm to ventricular fibrillation. The defibrillator was then used to defibrillate the pt. The rptr stated the pt was resuscitated. There were no reported adverse affects to the pt.